Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the patient's right ventricular (rv) lead was explanted and replaced due to high impedance values and a possible fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: (B)(4) implantable cardioverter defibrillator 2012 (B)(6). (B)(4).